Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the batch record, lot trending, and system risk analysis (sra). The batch record review did not indicate a deviating quality profile for this batch. No events or deviations were reported that could relate to this issue; trending analysis by lot number was reviewed from 07/29/2015 to 10/14/2015 and trending was not exceeded; the sra indicates the risk associated with improper handling of a cassette is "low." The sterrad® 100nx cassette was not returned for functional testing. The likely assignable cause can be attributed to user error. The healthcare worker who experienced the skin reaction was not wearing personal protective equipment and has subsequently been retrained. It is unlikely there was a performance issue with the sterrad® 100nx cassette as the batch record review found no anomalies that would contribute to the issue and lot history review did not exceed trending. The issue will continue to be tracked and trended.

Manufacturer narrative:
Ni

Event description:
An international customer reported a healthcare worker (hcw) came in contact with hydrogen peroxide (h2o2) while handling a cassette for a sterrad 100nx unit. The contact occurred prior to inserting the cassette into the unit. The hcw was not wearing gloves and received "h2o2 burns." The severity of the burns and the current health status of the hcw is unknown. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2015-00513 and 2084725-2084725-2015-00514.